Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # n90d8n. The device was received with skiving of the heat shrink (shaft cover) material. All of the heat shrink material appeared to have been returned. The device was mechanically tested and no anomalies were noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The device did activate when hand activation button was depressed, but no continuous activation occurred at any time during functional testing. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the doctor was performing a total laparoscopic hysterectomy and noticed the black insulation on the articulating portion of the instrument was shredding and the instrument continued to activate after the doctor released the activation buttons. No part of the black insulation fell into the patient. The doctor continued to use the device to complete the procedure with no consequence to the patient.